Event description:
A 3.5mm diameter x 24mm length ave micro stent ii was inserted and placed across the target lesion in the left anterior descending coronary artery. Upon attempt to inflate the stent delivery system, the balloon did not expand. There was no additional clinical sequelae reported relative to the event, and there is no further information available from the user facility.